Event description:
"Decompression arm would not fully tighten. Seems as if they locking mechanism when you turn the arm tighter is stripped and won't fully lock. No adverse consequences to the patient reported. Procedure was successfully completed with no adverse consequences to the patient reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).